Event description:
Technician alleged the head of bed will not raise from either siderail. The problem was isolated to failed head up valve solenoid. Technician replaced head up valve solenoid to resolve.